Event description:
It was reported that multiple minimum fill notifications occurred after filling one cartridge with 250 units of insulin and another with 150 units. The customer¿s blood glucose level was above 300 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.